Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump alarmed power error 25 every 4 hours. The insulin pump's internal power source is unable to charge. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was monitored for several days and no pump error 49 alarms noted. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the self-test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.